Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2019, the date the event was first reported to bsc, as no event date was reported. Lot #, expiration date, manufacture date: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(6). (B)(4). Report source: other: (B)(6) adverse incident report reference no (B)(4); submitted to (B)(6) by dr. (B)(6). The device is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx sling device was implanted during a tension-free vaginal tape-obturator obtryx procedure performed on an unknown date. According to the complainant, after the procedure, the patient experienced pain. Reportedly, there was difficulty to palpate and access the mesh in the groin area so only partial removal of the mesh was performed instead of total removal. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.